Event description:
A pt had a hickman catheter inserted in the left subclavian for administration of chemotherapy for colon cancer. Six months later, the oncologist's office staff attempted to access the port. Blood was not able to be withdrawn from the catheter. The port was irrigated three times by the staff (with nss) and the pt complained of pain in the chest area. The pt was sent to the emergency department, where an x-ray of the chest identified a fractured segment of the catheter located in the right ventricle of the heart. The pt was sent to another hosp specializing in cardiac procedures, where the fragment was retrieved. The pt will have the hickman catheter device explanted.